Manufacturer narrative:
An event of valve underexpansion was reported. Possible contributing factors for valve underexpansion include sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve underexpansion could not be conclusively determined. It is possible patient condition (calcification) contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using an unknown delivery system (ds). The patient had a prior medical history including severe aortic stenosis and first-degree right branch bundle block (rbbb). A pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 25mm non-abbott balloon. During the procedure, at initial deployment of 80 percent, an incomplete stent opening was observed so recaptured once but resulting with the same outcome. The physician doesn't want to recapture the valve again and decided to replace to a non-abbott valve and implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The user believes that the valve expanded non-uniformly due to the excess calcium on the non coronary cusp and left ventricular outflow tract (lvot). The patient was stable and discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using an unknown delivery system (ds). The patient had a prior medical history including severe aortic stenosis and first-degree right branch bundle block (rbbb). During the procedure at initial deployment of 80 percent, an incomplete stent opening was observed so recaptured once but resulting with the same outcome. The physician doesn't want to recapture the valve again and decided to replace to a non-abbott valve and implanted successfully. No adverse health consequences were reported. The patient status is unknown.